Manufacturer narrative:
Concomitant products: product ID: neu_unknown_prog, product type: programmer, physician. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# va0ebag, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A healthcare provider and patient implanted for urinary dysfunction reported a loss of stimulation sensation and loss of therapy in (B)(6) 2015. The patient's bladder started to leak again and she started to wet the bed. When trying to sync with the implantable neurostimulator (ins), the poor communication screen was seen. She was briefly able to sync and the amplitude was 3.0 and stimulation was turned off. Then the patient saw the poor communication screen again and wasn't able to turn stimulation back on. The patient programmer had poor communication and would not interrogate. The patient had a bladder infection and was going to start taking antibiotics for it. The event date of the bladder infection was noted as (B)(6) 2015. She also had an upcoming spinal surgery of fusion on her vertebrae scheduled on (B)(6) 2015 due to spinal pain. The spinal pain had a gradual onset and was unrelated to the interstim device. A new programmer was sent and a healthcare provider was unable to increase stimulation. The new programmer hadn't been bonded to the ins and stimulation was currently off and set at 0.0 volts. Stimulation was turned on and the patient was then feeling comfortable stimulation at 1.45 volts. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.